Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they are having issues with their stimulation programming. Caller stated that the other night their leg was bothering them really bad and they realized that all of their settings went to 0 on all of the different positions (a, b <(>&<)> c). Caller stated they called the doctor's office to try to get in touch with the manufacturing representative (rep) and they redirected them to call the manufacturer. Caller is wondering if we can help get them in touch with the rep and or tell them the setting that they were on. Caller stated they are in pain and felt like how they did before they ever had the device implanted. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned previous issue; that they had some stimulation programming issues so they met with a representative at the healthcare provider office a couple months ago and they reset the programs and worked with the patient and their husband to get the stimulation to where they are not in so much pain. Agent attempted to gather information regarding this issue and caller became irritated. Caller mentioned they had an accident and had a brain injury and have a hard time remembering things. Caller also mentioned they had a neck surgery. Patient was redirected to their hcp